Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the logs showed the compressor was struggling to maintain vacuum and pressure. However, there was no indication that the unit did not pass any of the tests. The fse replaced the scroll compressor as a precaution. The fse also replaced the <100 micron muffler and the 1/8 npt muffler. The fse completed a checkout with all functional and safety tests as per manufacturer specifications.

Event description:
It was reported prior to use that cardiosave intra-aortic balloon pump (iabp) has gas loss alarm. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.